Event description:
Both cadd-legacy pumps (sn (B)(4) due (B)(6) 2018, and sn (B)(4) due (B)(6) 2018) were giving high pressure alarms, and then one of the pumps said reservoir volume was 1ml and the programming was wiped out. (Pt not sure which pump). Medication has been off for approx two hours so far and not restarted yet in the hospital. No other info provided.